Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clamp stopped working at the beginning of the laparoscopic procedure. Tried to change the battery and the generator, but without success. A new clamp was opened and the load that was being used during clipping of the intestine did not fire at the time of the drive, a new load was opened and the surgery was completed. The product has been exchanged for another of the same code. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.